Event description:
Reportedly, the clips scissored and cut the vein (from the leg) that was being used for the heart procedure. The surgeon opened another clip applier and clipped lower to complete the procedure. Pt status reported as okay. Procedure type: CABG.